Event description:
Device 1 of 2: reference MFR report: 1627487-2018-12410. It was reported the patient's drg system lead for the right side had migrated. Subsequently, the physician had planned to replace the right lead, however, during the surgery a cerebrospinal fluid leak occurred (ref. MDR # 1627487-2018-12411). The physician had to cut the right lead and left the rest of the lead still in the body.